Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR.: synergy ous mr 2.75 x 38mm stent delivery system was returned for analysis. An examination of the crimped stent revealed stent damage. Distal strut rows 1-7 were damaged and deformed with struts misaligned. The remainder of the stent was undamaged. The undamaged section of the crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 11-jan-2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortous and severely calcified left circumflex artery. Following pre-dilatation with a 2.5x20mm non-bsc balloon catheter, a 2.75 x 38mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device was unable to cross the lesion due to severe calcification. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent damaged.